Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed's long-term outcome and quality indicator impella registry indicating that a patient endured a progression of ventricular tachycardia during impella 5.5 support. When the tachycardic condition persisted, amiodarone was started and a cardioversion was completed. The condition was deemed to be possibly related to the use of the impella device. The patient was stable following the intervention and survived the event.

Manufacturer narrative:
The investigation of ventricular tachycardia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G.2 study. Selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25059 and was added.